Event description:
Related manufacturer reference number 3006705815-2022-14567. It was reported that patient experienced ineffective therapy. Reportedly, patient declined any assistance to reprogram the system. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted.